Event description:
It was reported that the pt experienced an overstimulation sensation following exposure to a security scanner. Since the exposure the stimulation has been increasing gradually on its own. Further info is being requested from the hcp.